Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. Problem code 2976 captures the reportable event of exit marker was loose and moved. A visual examination of the complaint device revealed that the black exit marker was accordioned. It was noticed that the catheter was mechanically cut near the proximal end of the exit marker. The balloon did not show any damages. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge and there were no abnormalities found. This failure is likely due to factors or conditions related to procedure, the patient anatomy and/or the manner as the device was handled that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon device was used in the esophagus during a gastroscopy with dilatation procedure performed on an unknown date. According to the complainant, during withdrawal, the device got stuck in the gastroscope. The balloon was then removed along with the scope from the patient. It was found that the black exit marker of the device was loose and had moved distally. The procedure was completed with a different device. There have been no patient complications as a result of this event.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon device was used in the esophagus during a gastroscopy with dilatation procedure performed on an unknown date. According to the complainant, during withdrawal, the device got stuck in the gastroscope. The balloon was then removed along with the scope from the patient. It was found that the black exit marker of the device was loose and had moved distally. The procedure was completed with a different device. There have been no patient complications as a result of this event.